Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. The most likely root cause was an incorrect pipetting of the sample due to a leaning tube as the customer did not use the recommended sample tube rack adapters. Other general root causes include issues with sample quality or insufficient maintenance of the analyzer. Three levels of quality control were near target on the date of the event. Based on the provided calibration and qc data, a general reagent issue could most likely be excluded.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys hcg test system result for one patient sample. The initial result was 0.560 miu/ml and was reported outside the laboratory as <5 miu/ml. The doctor called and requested the sample be repeated because it was not consistent with patient's presentation and previous results. The repeat result on (B)(6) 2016 was 273.6 miu/ml and was provided to the doctor. The patient was not treated based on the erroneous result, but had been told that she had a miscarriage. The miscarriage status was corrected and the patient was not adversely affected. The reagent lot number was 12326703 with an expiration date of 04/30/2017. The field service representative found there was possibly an issue with the consumables. He replaced both measuring cells, cleaned the extra wash system valves, and checked the fluidics. He ran a system volume check, performance testing, and blank cell calibration. The performance testing was in the specifications. The customer calibrated and ran controls which were all within the specified ranges.